Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, september 20, 2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed to open. A field service engineer found two IV bags that had been dragged out of the matrix drawer and were leaking onto the solenoid and latch bar. The medication residue was sticky, causing the plunger to stick inside the solenoid. The fse cleaned the latch bar, plunger, solenoid, and the bar at the rear of the drawer, and also cleaned the inside of the cabinet. The drawer tested successfully in diagnostics and in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 on pyxis showed up on recover storage space but when user attempted to recover, the drawer would not open. There were no adverse events or injuries reported based on this event.